Event description:
It was reported that the device misdiagnosed slow vt as bigeminy. As a result, therapy was withheld. Reprogramming the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.